Event description:
A hospital in another country, reported of excessive condensation in the inspiratory tube of an rt200 adult dual heated breathing circuit. The set-up involved the 900mr869 dual airway temperature/flow probe and mr850 respiratory humidifier. No pt consequence was reported.

Manufacturer narrative:
The 900mr869 temperature/flow probe was returned to fisher & paykel healthcare's ("fph") service center in another country, and its thermistor function tested. In addition, fph representatives made a site visit to the hospital to observe the equipment set-up. Results: the temperature/flow probe is a reusable device inserted into the breathing circuit which sends temperature and flow info by way of electrical feedback to the mr850 humidifier. Upon testing by fph, the probe was found to be working within specifications. However, during the site visit, fph representatives observed that the probe at the chamber outlet port had not been latched properly into place, causing a misalignment of the probe with the gas flow within the circuit. The display on the mr850 indicated a reading of 38.5 degree c. Conclusion: the misalignment of the probe gave an incorrect temperature reading. This is turn caused the humidifier to produce more humidity. The resultant cooling within the breathing circuit gave rise to a build up of condensation. Fisher & paykel healthcare has addressed this issue via practical demonstration to hospital staff and emphasizing the importance of ensuring temperature probes are correctly attached during equipment set-up to prevent a misalignment of the probe with the gas flow within the breathing circuit.